Event description:
This customer started wearing product #4223 in jan. Of this year, with some resistence. They initially reported a rash where the elastic band touched. They are now reporting that "several people in the plant say their hair is falling out". States that 5-6 people are affected. They did not receive any treatment. Two of six reports filed.